Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.

Event description:
It was reported that pt underwent total right hip replacement in 2007, in which he rec'd a durom cup acetabular component. Post-op, patient experienced pain and on or about 2008, was advised by dr to have a revision surgery.